Event description:
It was reported this was a procedure to treat a moderately calcified and 75% stenosed iliac artery. An armada 35 9.0 mm x 20 mm x 135 cm balloon dilatation catheter was inserted and advanced. However, after the second inflation (6atm), a l leak of contrast was observed. Therefore, the device was removed and replaced with another balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.